Event description:
Information received via complaint form indicates that the flexi-seal system could be blocked only with 20ml instead of 40ml.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. Investigation request sent to the manufacturer on (B)(4) 2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.